Event description:
The customer reported a false negative architect syphilis tp result for one patient sample that when tested with the tppa method generated a positive result. The patient was 33-year-old female 34 weeks pregnant and no medical history of a syphilis diagnosis or treatment. At 14 weeks, the patient was positive with tppa method and negative with the trust method. The customer first used the tppa to test and the result was positive. The trust method was negative. The architect syphilis result was 0.03 s/co (negative). The customer believes that the positive tppa results are correct. There was no impacted to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 59472be00, lot contains the same bulk material as lot 59472be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 59472be01 was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-74 that has a similar product distributed in the us, list number 08d06-31/-41.

Event description:
The customer reported a false negative architect syphilis tp result for one patient sample that when tested with the tppa method generated a positive result. The patient was 33-year-old female 34 weeks pregnant and no medical history of a syphilis diagnosis or treatment. At 14 weeks, the patient was positive with tppa method and negative with the trust method. The customer first used the tppa to test and the result was positive. The trust method was negative. The architect syphilis result was 0.03 s/co (negative). The customer believes that the positive tppa results are correct. There was no impacted to patient management reported.